Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red irritated indents and sores on their back. Patient reports that they are bedbound. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an antibiotic cream and advised periodic removal of lifevest due to skin irritation. Follow up indicated that the cream helped the skin irritation to improve.